Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke. Lens was removed and replaced and problem was resolved. Cause of the event was reported as unknown; device failed to perform.